Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display on the countdown followed by a constant tone. Problem isolated to the motherboard.

Event description:
It was reported that the insulin pump suspended during the self test. It was also stated that the device had a constant sound signal. No further information was provided.